Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer was hospitalized due to high blood glucose level on (B)(6) 2020. Customer's blood glucose level was 600 mg/dl. Customer was treated with intravenous insulin. Customer stated that the insulin pump had insulin flow block alarm. Customer stated that the issue was resolved by changing complete set. The insulin pump will not be returned for analysis.